Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical was unable to determined the exact root cause as the unit worked properly according to its specification. The performed unit calibration of the o2 sensor has resolved the issue. All test passed.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista 1000e us 17,3" ventilator is displaying high fio2 (fraction of inspired oxygen) alarm. The customer confirmed that there was no patient involvement associated with the reported event.